Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited low impedances measurements out of range and high pacing thresholds. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Based on the available information, although no product has been returned as it remains in service, boston scientific concluded that the clinical observation of pacing impedance low out of range is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. No material number was provided, therefore a device history record (DHR) review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the DHR review. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the autogen device confirmed that the event of pacing impedance low out of range is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the autogen device is acceptable.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited low impedances measurements out of range and high pacing thresholds. This crt-d remains in service. No adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.